Event description:
(16497). The dentist reported 90 days after the dental implant was installed in intraoral region #7, it was verified its non osseointegration. 60 ncm of primary stability was achieved and immediate load was not performed.